Manufacturer narrative:
A field service engineer (fse) called the customer to address the reported event. The fse instructed the customer to power cycle the system and computer. Once the instrument system was initialized, the reported issue did not reoccur. No further action required by field service. The aia-2000 instrument is functioning as expected. The aia-2000, serial number (B)(4), was installed at the account on (B)(6) 2019. A complaint history review and service history review for similar complaints was performed from (B)(6) 2019 through aware date (B)(4) 2019. There were no other complaints identified during the searched period. The aia-2000 operator's manual under a4. Appendix 4: error messages states the following: stc lane mixing failure. Cause : the mixing check sensor of the stc lane mixing motor failed to detect a mixing operation. The current measurement will be flagged (io flag) and new measurements will be suspended. Solution : contact tosoh service center or local representatives. Y-axis cup transfer cup detection failure. Cause : the cup-gripping sensor failed to detect a cup prior to cup pickup. The measurement result is flagged with mf or se. Solution : contact tosoh service center or local representatives. The probable cause of the reported event was due to the instrument requiring a system reset.

Event description:
A customer reported getting error messages 3061 stc lane mixing failure and 2160 y axis cup transfer cup detect failure on the aia-2000 instrument. The customer looked under the hood and there was no obstruction observed and the waste chute appeared clear. The all set home ran without errors. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of estradiol (e2) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.